Event description:
It was initially reported that a vns pt's device was disabled for unk reasons after a recent visit to his doctors. It was noted, however, that the pt was known to misunderstand and "make up" events, so a company rep was going to f/u with the reporting physician. The company rep went to the site and stated she was unable to find an interrupted system diagnostic test on the doctor's hand-held computer, which was the suspected cause of the setting changes. Programming history has been requested from the site, but it has not been returned to date.